Event description:
It was reported pump declared cartridge change error. Additionally customer alleged blood glucose reading over 500 mg/ dl. Customer declined additional troubleshooting and informed technical support the issue was resolved by loading a new cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.